Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high and low blood glucose. The customer reported that were emergency calls prior to the hospitalization due to high and low blood glucose. The customer's blood glucose was 25 mg/dl at the time of the hospitalization for low blood glucose. The customer stated that she was wearing the insulin pump at the time of hospitalizations. The insulin pump will not be returned for analysis.